Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: a review of the black box began on 2016-07-04. Due to continued use of the pump the black box data for the reported event date was overwritten. The available black box data revealed no valid loss of prime events. A 24 hour duration test was successfully completed with no loss of prime warnings. The force sensor calibration check revealed the pump detected the correct force. The daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. The reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 600 mg/dl with polydypsia and polyuria. It was reported that there were recent changes made to the patient¿s basal rate by their healthcare provider. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the user was not completing the ezprime steps when attaching a new infusion set. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.